Event description:
One month after implantation, a lead revision was performed and an induction was done. After the shock delivery, the physician wanted to view the corresponding recorded episode. However, a warning message was displayed by the programmer (such as "episode memory full"). Even after complete device re-interrogation, the physician did not get access to the episode.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. Device code: recorded episodes not available through the programmer. Method: review of the electronic data and files received. (B) (4). Conclusion: the error message most probably results from telemetry errors occurring during the induction episode refresh procedure. Many telemetry errors were observed during this follow-up. The reason for these telemetry errors remains unk, but strong external interferences (emi) or a poor programming head position are suspected. The induction episode was not available for review after the re-interrogation because the user programmed (B) (4), thus resetting the memories, as specified. The ICD performed as specified. The reported event had no impact on device operation.